Event description:
The customer reported that the canopy has a zipper not functioning properly and or holes in the netting but they couldn't provide any specific location of the damage. There was no pt incident or injury reported. Inspection of the returned product found that the panel side b window zipper slider body is open.

Manufacturer narrative:
(B)(4). Eval results: eval of the returned product found that the panel side b window zipper slider body is open. Note: posey instructions for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider. (B)(4).